Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about damaged spike set. According to the customer report the spike set was damaged when inserting it into the infusion bag. The possible lot numbers are 2311219, 2311218, 2311220.

Event description:
This is a complaint about damaged spike set. According to the customer report the spike set was damaged when inserting it into the infusion bag. The possible lot numbers are 2311219, 2311218, 2311220. 22apr2024: this is a complaint about spike tip damaged when inserting it into the infusion bag.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample and three photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, the tip remaining within the rubber stopper of the IV bag. A device history review was performed for suspected lots 2311219, 2311218, and 2311220, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. Based on the sample evaluation, the root cause was determined to be the force used when inserting the spike connector into the IV bag. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends. Based on the sample evaluation, the root cause was determined to be the force used when inserting the spike connector into the IV bag. It is important to follow the instructions for use (IFU), according to the IFU, it must be done horizontally and following a series of precautions. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.